Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-2 batch 15348040 was received for evaluation. Visual evaluation revealed that the screw was broken and detached. Functional testing was not performed due to the device damage. The most likely cause of the reported failure is user error, which includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Directions for use dfu-0054-eo at revision 7- bio-fastak, fastak, suturetak, and fibertak suture anchors. G. Precautions 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, its anchor broke during insertion. This was detected during a repair of the deltoid ligament surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.